Event description:
It was reported that at routine device change-out the lead was connected to the new device. The patient was induced and the device failed to convert the patient. External defibrillation was used. Low impedance was observed and an alert was received for possible hv lead issue. Lead was capped and patient was successfully converted with a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.